Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, the physician experienced difficulty inserting the right ventricular (rv) lead into the header of this implantable cardioverter defibrillator (ICD). The physician then used mineral oil and the rv lead was fully inserted into the device header. It was noted, initially the pacing impedances and thresholds were high. Once mineral oil was used to fully insert the rv lead into the device header, the measurements improved. This ICD and associated rv lead remain in service with good impedance and threshold measurements. No adverse patient effects were reported.